Event description:
It was reported that a malfunction occurred on the pump with a specific malfunction code indicated. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that a replacement pump would be sent, along with instructions to return the malfunctioning pump. The customer reverted to an alternate method of insulin therapy.